Event description:
The patient reported that on (B)(6) 2022 he was hospitalized for knee surgery at (B)(6) hospital, and was released on (B)(6) 2022. Patient reported that he resumed v-go use and returned to the hospital on (B)(6) 2022 for diabetic ketoacidosis. Patient stated was taking antibiotics for his infected knee and the device was removed at the time of hospitalization. Patient reports that since being released from the hospital (exact date not provided) and he resumed v-go use.

Manufacturer narrative:
Zealand pharma ae assessor attempted to contact v-go user multiple times. Report is limited from the information reported to customer service. Type 2 dm, v-go 40, humalog insulin user for 3 years contacted customer service to inquire on wearing the v-go device > 24 hours, reported diabetic ketoacidosis, hospitalization and hypoglycemia. Client had recent knee surgery and was taking antibiotic for his infected knee. Surgery and infection can cause blood sugars to be elevated. The v-go device was removed for hospitalization for knee surgery. V-go was restarted at home at discharge (B)(6). Patient was re-admitted (B)(6) for diabetic ketoacidosis; medical condition indicating elevated blood sugar readings and can be considered a serious, event. Details related to hospitalization; diabetic ketoacidosis are unknown. Medical condition; surgery and infection are contributing factors for elevated blood sugar readings. Contributing factors related to the v-go device are not known. It is possible the patient's insulin requirements were greater then amount of insulin v-g0 40 provided. Hospital discharge insulin orders are not known. Other contributing factors: compliance with insulin orders, medications, diet, v-go device usage are unknown. After discharge from the hospital (B)(6) and resuming the v-go device, patient reported blood sugar reading 69. Patient was alerted of low reading blood glucose reading by his cgm, treated orally with carbohydrates food sources and glucose tablets, recovery was prompt and no additional treatment was noted. Blood glucose reading of 69 is low, but not considered serious.